Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the infusion sets do not adhere to the body when sweating. He also reported change sensor alarms following calibration alarms. Customer did not provide the blood glucose reading. Customer declined troubleshooting for this issue. Nothing further was reported.